Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the no telemetry condition was confirmed in this device and no tones were also noted. Memory dump review was able to be performed and it was noted the data has been corrupted. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly so a visual inspection of the inside portions of the hybrid could be inspected. The visual inspection did not reveal any irregularities. Then, an external power source was reconnected to the hybrid and the current was normal and had telemetry. The cause of the failure could not be determined as the device began to operate normally during the analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer and a magnet. Technical services (ts) indicated to the health care professional (hcp) that may want to have the field representative try with another programmer and attempt another magnet reset before a device changeout. The field representative was planning to reinterrogate the device. Additionally, the beeping was disabled due to last magnetic resonance imaging (MRI) protection. This s-ICD was explanted and replaced due to communication issues. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer and a magnet. Technical services (ts) indicated to the health care professional (hcp) that may want to have the field representative try with another programmer and attempt another magnet reset before a device changeout. The field representative was planning to reinterrogate the device. Additionally, the beeping was disabled due to last magnetic resonance imaging (MRI) protection. This s-ICD was explanted and replaced due to communication issues. No additional adverse patient effects were reported.